Event description:
It was reported that during a procedure, the right ventricular lead was damaged. The pacing impedance became out of range and there was no capture. The lead remains in use only for right ventricular sensing. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. The device is part of the advisory for this model.